Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endosuture aneurysm repair versus fenestrated aneurysm repair in patients with short neck abdominal aortic aneurysm marine bordet, alexandre oliny, tiphaine miasumu, philippe tresson, patrick lermusiaux, nellie della schiava, antoine millon, journal of vascular surgery, volume 77, issue 1, 2023, pages 28-36.e3, https://doi.org/10.1016/j.jvs.2022.08.035. A.2 7 a.2 average medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent grafts and endoanchors were implanted in 18 patients for the endovascular treatment of aaa with short aortic necks over a three year period . The median aaa diameter was 54 mm and median neck length of 8 mm. Outcomes of these patients were compared with a cohort of patients who underwent a fenestrated endovascular aneurysm repair using a non mdt stent graft . The following malfunctions were reported; type ia endoleak , inaccurate delivery of the endurant the following adverse events were reported; aneurysm enlargement ,kidney function deterioration (no dialysis) re-intervention including 6 unplanned adjunction procedures during the index procedure patient mortality but no deaths were deemed aortic related.